Event description:
Operating room nurse went to supply room to get an endoclinch device for an or procedure, she noticed it was labeled correctly and was in the box with all the other endoclinchs, but the product itself was actually an endoshears device. These are reprocessed items that we order from stryker sustainability's. The event has been reported to the vendor. All remaining inventory has been checked for accuracy and no additional mislabeled units were found. Manufacturer response for endoclinch, endoclinch (per site reporter) reported to vendor representative.